Manufacturer narrative:
On march 27, 2017, mentor worldwide llc has initiated a voluntary remedial action to remove one (1) lot of mentor® saline-filled spectrum¿ breast implants (575cc) lot number 7377332. Some units in the affected lot do not contain the dome pack accessory indicated on the box label. Manufacturer's ref. No: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. Manufacturer's ref. No: (B)(4).

Event description:
It was reported that a (B)(6) y.o. Female patient underwent stage one reconstruction surgery with saline smooth round spectrum implants. During routine set up, the physician found that the package of the implant did not contain the dome pack accessory. The physician requested for another mentor spectrum package; however, two additional packages also were missing the dome. The physician had to put tissue expanders instead and schedule an additional surgery. This is MDR reportable as an additional procedure was needed to complete a reconstruction surgery.

Manufacturer narrative:
Incorrect result and conclusion codes were submitted in the previous supplemental report. These fields have been updated. (B)(4).

Manufacturer narrative:
In the initial report, it was mistakenly stated that the device had been returned to mentor fo analysis. However, this is incorrect. Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and a significant trend was identified for this product family and the missing dome issue. An internal corrective action has been opened to address root cause and implement the corrective actions that are deemed necessary. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent stage one reconstruction surgery with saline smooth round spectrum implants. During routine set up, the physician found that the package of the implant did not contain the dome pack accessory. The physician requested for another mentor spectrum package; however, two additional packages also were missing the dome. The physician had to put tissue expanders instead and schedule an additional surgery. This is MDR reportable as an additional procedure was needed to complete a reconstruction surgery.